Event description:
A customer contacted customer support stating that an incorrect hemoglobin result of 5.23 mmol/l (8.48 g/dl) was generated using a cell-dyn sapphire analyzer and reported to a physician for one female pt (age and weight were not provided). The result was subject to doubt because of previous hemoglobin result history for this pt and questioned by the physician. The sample was then repeated using the same sample yielding a hemoglobin result of 7.19 mmol/l (11.65 g/dl). Another sample obtained from this pt was tested yielding a hemoglobin result of 7.2 mmol/l (11.69). No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.